Event description:
Procedure: vats/ lobectomy reportedly, when the device was applied a pop was heard (which is typically indicative of application over thick tissue.) Then the sulu jaws opened and the I-beam mechanism came apart, but did not detach completely from the device and the pieces did not fall into the surgical cavity. The patient then had to be opened due to bleeding and a competitive stapler was used to complete the procedure. The patient condition was fine following the procedure.